Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose.¿ per the tandem user guide - always check that your cartridge has enough insulin to last through the night before going to bed. If you are sleeping, you could fail to hear the empty cartridge alarm and miss part of your basal insulin delivery.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of approximately 300 mg/dl. Reportedly, the pump ran out of insulin during the night while the customer was sleeping. Tandem technical support was unable to confirm the sequence of low insulin alerts and alarms in the pump history. In addition, it was reported that the cartridge had been used beyond labeling. Tandem technical support educated the customer on insulin labeling. As a result, the customer went to the emergency room (ER). Customer was treated with intravenous fluids of saline and insulin. The customer was released from the ER a few hours later, with no permanent damage and the issue resolved.